Event description:
Clinical information: crd(B)(4) - vista nova study, patient site ID: site ID (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 216s and heparin was given. A pre-implant balloon valvuloplasty (bav) done with a 20mm non-abbott balloon. After pre-bav, a left bundle branch block (lbbb) was noted. The final implant depth at non-coronary cusp (ncc) was 5.47mm and at left coronary cusp (lcc) was 7.78mm. During hospitalization, the patient had a complete heart block and a permanent dual chamber pacemaker was implanted on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.